Event description:
The facility reported a colleague infusion pump with failure code 814:04. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a colleague infusion pump with a failure code 814:04 was confirmed and reproduced. The assignable cause was determined to be a disconnected air in line (ail) board. The ail board was reconnected and recalibrated to fix the reported condition. The user interface module software version of this device is colleague 2006(5.09.90).